Event description:
It was reported to medtronic minimed that the customer experienced a needle hard to remove. The customer reported no adverse event. The event involved product(s) mmt-7040ma. Troubleshooting was performed. The customer was not reporting that the sensor or introducer needle fractured while in the body. No harm requiring medical intervention was reported. Mmt-7040ma was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of the one returned used sensor, one needle hub returned, and performed a visual inspection and found the sensor and the insertion needle hub still attached to the sensor base, and then found needle is bent inside the sensor base preventing retraction. In summary, the customer complaint of needle anomaly is confirmed. Because the sensor was already opened or used when we received it for testing, it is impossible to determine when or how this happened. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.